Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5176199/ 5176416.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. All device components were removed and discarded by the medical facility.